Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hip surgery procedure. During the removal of a locking screw, the screwdriver shaft stardrive broke off into a handle/large quick coupling. The locking screw was difficult to take out of the femoral neck system (fns) plate due to patient conditions (necrotic bone). None of the implants failed. The surgeon removed the fns construct to implant a total hip replacement. The procedure was successfully completed with no surgical delay. There was no patient consequence. This report captures the screwdriver shaft that broke off into a handle/large quick coupling intraoperatively while related complaint (B)(4) captures the removal of the implants due to patient conditions (necrotic bone) post-operatively. Concomitant device reported: locking screw (part#: unknown, lot#: unknown, quantity: 1); handle/large quick coupling (part#: 03.010.516, lot#: t190031, quantity: 1). This report is for one (1) t25 stardrive screwdriver shaft 241mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the t25 stardrive screwdriver shaft 241mm (p/n: 03.168.014, lot number: 30p8685) was received at us cq. Visual inspection of the complaint device showed the ao connection had broken off the proximal end of the shaft. Device failure/defect identified? Yes dimensional inspection: specified dimension: connection thickness = 3.5 +0.05/-0 mm measured dimension: connection thickness = 3.51mm, conforming document/specification review: (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the ao connection had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.168.014-us lot: 30p8685 manufacturing site: hägendorf release to warehouse date: 11. December 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.